Event description:
It was reported that the patient was a cancer patient with severe pain and was admitted to the hospital the thursday prior to this report date. The health care provider (hcp) performed a catheter dye study and everything looked ¿good.¿ the pump was used to deliver clonidine, bupivicaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).